Event description:
It was reported to medtronic neurosurgery that a patient presented a one month history of headache and pain around the shunt valve. According to the report, the patient was admitted in 2008 for repair of a ventriculoperitoneal shunt. During surgery, there was no flow from the proximal catheter, which seemed to be positional and the distal limb appeared to be functioning normally. Reportedly, the catheter was removed and a new rivulet catheter was placed down the same tract and advanced to 7 cm with good spontaneous flow, attaching to the flushing valve. According to the report the patient was discharged home the next day, but returned later that night with c/o ha, n/v, loc changes, ventricular dilation and sluggish shunt flow. The patient returned the following day, with medtronic bioglide catheter (model 42824, with exp date 10/31/08) advanced with good return flow. Reportedly, there was leakage from the existing valve where it had been tapped several times. According to the report a new level 2 delta valve was attached to the existing bactiseal peritoneal catheter four days later, with a twelve hour history of persistent ha, n/v and lethargy. It was reported the CT showed fluid collection in pelvis and the patient returned to the or. Reportedly, the distal tubing was loose from new valve with meager csf flow. The valve was removed from the ventricular catheter, which showed good csf flow. According to the report the valve changed from level 2 delta, to level 1.5 delta. It was reported a new bactiseal catheter was placed and attached to the new valve. It was reported there was good distal flow from the peritoneal catheter and the pre-existing peritoneal catheter was removed three days later. Reportedly, the patient is at home and in stable condition.

Manufacturer narrative:
It was not possible to follow up with the initial reporter as no contact information was available. The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.